Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. As a result, the device was explanted and replaced, and the lead was surgically abandoned and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Additional information was received stating this lead had also been exhibiting undersensing, loss of capture and elevated threshold measurements.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned and there was insulation damage. An x-ray confirmed that all conductors were fractured. The location of the fractures indicate clavicle crush.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.